Event description:
Smiths medical international ltd., has been notified of an event of leakage through the cuff after seven days in use. It is not known, if the product was tested before use per the instructions for use. No adverse outcome reported.